Event description:
The account alleged the head section is rising unintentionally. A pt was on the bed but was not injured.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.